Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the disconnecting improperly and then reconnecting is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide provides step-by-step instructions for disconnecting from and returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain four of eleven on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp stated that they had disconnected from the patient line and did not close the clamp on the patient line. The hp stated that they then had reconnected to the patient line. The technical service representative (tsr) advised the hp to end therapy. The hp indicated that they would start therapy over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.